Manufacturer narrative:
Investigation summary: bd received on 10/31/2018, six unused units in slightly opened packages from catalog number 381112, lot number 6253499. The samples received were analyzed at bd sandy where the quality engineers were able to verify the reported issue of opened package. DHR review: a review of the device history record was completed for final product catalog #381112 lot 6253499 manufactured from 13-sep-16 at 14-sep-16 in multivac r530-1 package machine. This lot was reviewed regarding the following tests: - adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; - packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. This is the first complaint for package seal integrity poor / questionable for lot number 6253499, product code 381112. The samples demonstrate the sealing mark on the film, which shows that sealing occurred normally during the sealing process. As a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier. It was determined to change the paper from the supplier. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter, the package was opened. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter, the package was opened. There was no report of exposure, injury, or medical intervention.